Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the equipment did not turn on. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse found that the issue was caused by a faulty host cpu (main computer). To resolve the reported issue, the fse replaced the host pc, then licenses were configured and installed correctly. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.